Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Event description:
Patient reported a right side deflation. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remain implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening on the diaphragm valve side assessed as cracked valve seat diaphragm valve. Additional observations: ¿ white particles observed inside the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported a right side deflation. The device has been explanted.